Event description:
A healthcare professional contacted customer service on behalf of a (B)(6) customer. The customer alleged his contour meter was reading in mg/dl instead of mmol/l. No adverse events were alleged. When the meter was returned to customer service, it was discovered the customer was using a mg/dl meter meant for (B)(6). He alleged he got the meter from his nurse in (B)(6). The meter is to be returned to the us for further eval.

Manufacturer narrative:
In some countries outside the us, customer info is not provided due to privacy laws.